Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to deliver inappropriate therapy for possible supraventricular tachycardia (svt) rhythm. The device delivered anti-tachycardia pacing (atp) and 5 electric shocks. Technical services (ts) also noted that therapy accelerated the arrhythmia into the ventricular tachycardia (vt) zone and may have caused a different arrhythmia. Reprogramming options were discussed. No additional adverse patient effects were reported. This device remains in service.